Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00168. (B)(6). Lot 19c032 was manufactured from march 25-26, 2019. The device was received for evaluation. Visual inspection revealed that the device had leaked. Further inspection revealed that the cause of the leak was due to missing film-wrap located at the upper portion of the device bladder/balloon. If the film-wrap is missing, during fill, fluid will go directly inside the housing and the bladder will not inflate. The reported condition was verified. The cause of the missing film-wrap was due to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the housing during filling prior to patient use. There was no patient involvement. No additional information is available.